Event description:
I am a patient admitted to (B)(6). I had surgery on (B)(6) 2016 for a small bowel obstruction. I have a triple lumen PICC line in my right arm through which I receive parenteral nutrition. Today, the IV nurse came to change my dressing and flush the ports of my PICC line. She used a bd sterile (heparin) syringe to flush my PICC line. We both observed that as she flushed the line, part of the contents shot out through a small hole in the middle of the syringe. The nurse stopped using the syringe and deemed it defective. As a patient, I am concerned about the safety of this flush.